Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that: 311.320 - broken tip, 311.030 - not working due to fault in chuck spring, 311.010 - not working due to fault in chuck spring, 314.020 - broken tip, the parts are not related to any event. The hospital found some of the instrument broken. This report is 2 of 2 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Unknown date. Device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. As indicated on the dr "the parts are not related to any event. The hospital found some of the instrument broken". Our investigations of the returned articles 311.320, 311.03, 311.01 & 314.020 have shown that the tips for the tap & screw driver are broken off and damaged. Also the locking mechanism of both handles for mini-quick-coupling are jammed and working accordingly anymore. The manufacturing records were reviewed and no deviation to the specification was found. Please note that these instruments have been very old and clearly show that they have been heavily used over the years. The returned instruments were manufactured as follows; 311.320 in january 2004, 311.03 in april 1998,311.01 in july 2007 & 314.020 in december 1999. Therefore, we determine the complained malfunction as normal wear and tear caused due to frequent use. No product fault could be detected. No further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.